Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 177423: 60 items manufactured and released on 02-feb-2018. Expiration date: 14-jan-2023. No anomalies found related to the problem to date, 39 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability 4 months after the primary surgery. The surgeon revised the sphere insert flex right 11mm s2 with a gmk-sphere tibial insert - flex s2r - 17 mm. The surgery was completed successfully.